Event description:
Procedure: laparoscopic appendectomy. Reportedly, and approx 2cm piece on the bottom of the cannula broke off into the pt's cavity. The piece was retrieved from the cavity without difficulty. No pt injury reported.